Event description:
Mother reported that patient experienced elevated blood glucose of 650 mg/dl and was positive for ketones on (B)(6) 2012. She felt sick and nauseous, vomited, and had a headache and belly pain. She attempted to correct her blood glucose via the infusion device, but this was not successful. Mother transported patient to the hospital, and she was admitted to the regular care unit around 5:00 p.m. She received an infusion of insulin as treatment, and the hospital staff believes the infusion device did not correctly deliver the boluses. Patient's normal blood glucose is 100-120 mg/dl. The infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.